Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the touchscreen on the central control monitor (ccm) was not functioning correctly. When the perfusionist touched the screen, the white arrow was not in the correct location. The device was not changed out, as the perfusionist manually ran the pumps. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
After the case, the field service rep (fsr) walked the perfusionist through the screen calibration process. This did not fix the issue. Laboratory eval confirmed the complaint. Screen calibration restored the proper functionality of the cursor and key selection. The product will be sent to service to be brought to MFR's specs before being returned to the customer. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.